Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced low flow alarms and symptoms of a transient ischemic attack (tia). A computed tomography angiography (cta) was performed and found an eccentric thrombosis of the outflow cannula proximal to the kinking along the left posterior costophrenic sulcus similar in length and involvement. A stent was performed on (B)(6) 2024. The low flow alarms were thought to be a result of the obstruction. Following the stent, a repeat cta showed improvement in the obstruction and the patient was stable. The patient was discharged on (B)(6) 2024.

Event description:
It was reported that a computed tomography (CT) scan was done on (B)(6) 2024. There was a hypoattenuation/thrombus within the outflow graft, 3-239, which resulted in 65% stenosis with a similar length of involvement. This appeared to have minimally worsened since prior examination. The kinking of the outflow cannula at the level of the left costophrenic angle subjacent to the distal extent of the region of thrombus within the outflow cannula remained. There was no definite intraventricular or atrial thrombus found. There was biatrial enlargement. There was mild mitral valve leaflet thickening. There was aortic valve leaflet thickening and mineralization. There was sequela of prior mitral valve and aortic valvular repair. There was coronary artery atherosclerotic disease poorly evaluated due to motion. The patient was status post midline sternotomy and coronary artery bypass. After the stent was placed another CT scan was done on (B)(6) 2024. This noted that the lumen of the outflow graft stent is widely patent without significant stenosis or intraluminal thrombus. There was likely residual thrombus found between the stent graft exterior wall and the outflow graft causing mild hypoattenuation. The stent graft extends beyond the previously noted site of kinking. The kinking along the posterior costophrenic sulcus had appeared to improve as the lumen was not narrowed. Left pleural thickening and a trace effusion was noted. Related manufacturer's reference # 2916596-2024-05464 (prior CT).

Manufacturer narrative:
Section e3: correction no additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information reported that on 15may2024 the patient felt fatigued and had low flow alarms early in the morning around 2-3am. Their blood pressure was 102mmhg and inr was therapeutic at 2.7. Log files found low flow events that did not last long enough to trigger an alarm. The onset date of the thrombus was unknown.

Manufacturer narrative:
Section b5: corrected. Manufacturer's investigation conclusion: the report of suspected thrombus in the outflow graft and outflow graft kink could not be confirmed through review of the submitted image. In addition, review of the submitted log files confirmed low flow alarms. A specific cause for the outflow graft obstruction and low flow alarms could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 15may2024. Intermittent low flow alarms were captured throughout the file, which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. It was reported that the patient was experiencing low flows and transient ischemic attack (tia) symptoms. Computed tomography angiography (cta) was done, and tia was confirmed by neurologist. It later communicated that the tia like symptoms first occurred on (B)(6) 2023. The results showed eccentric thrombosis of the outflow cannula proximal to the kinking along the left posterior costophrenic sulcus similar in length and involvement but minimally worsened when compared to prior exams. The patient was exhibiting symptoms of low flows, dizziness and change in vision. It was believed that the low flows were due to the obstruction. The patient underwent an outflow graft stent on (B)(6) 2024, and the patient was stable. Cta was done again with improvements in the obstruction, the patient was discharged on (B)(6) 2024. On (B)(6) 2024 the patient felt fatigue and the doppler blood pressure was high. The patient experienced multiple low flow alarms. It was later communicated that the tia like symptoms first occurred on (B)(6) 2023. Review of the submitted computed tomography (CT) images provided by the account did not confirm suspected thrombus in the outflow graft or an outflow graft kink. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the patient handbook, rev. D are currently available. Section 1, ¿introduction¿, lists potential adverse events including stroke, and pump thrombosis that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow and pulsatility index (pi) values. Section 4, ¿system monitor,¿ describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. In addition, section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced dizziness and change in vision.